Event description:
The physician has confirmed a type 3 endoleak between the proximal and distal components.

Manufacturer narrative:
The device was not returned for evaluation. The work order ac1050517 was reviewed and appears complete and correct. Medical imaging associated with the complaint was reviewed by medical director at william cook australia. It reveled that the type 3 endoleak arising in the region of the junction between the zfen-d short (contralateral) leg and the left sided iliac limb graft. Junction between zfen-p and zfen-d is intact and there is no endoleak in area of the zfen-p device. The device IFU states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. A definitive root cause could not be determined from the available information. There is no evidence to indicate that a device non-conformance or deficiency contributed to the complaint. The presence of an endoleak is a known inherent risk of the device, as stated in the instructions for use.

Event description:
The physician has confirmed a type 3 endoleak between the proximal and distal components.